Event description:
In 2009, the lay user/patient contacted lifescan (lfs) alleging a power issue with the onetouch ultramini meter. The complaint was classified based on the customer care advocate's (cca) documentation. The pt indicated that the reported issue began in 2008 (time not specified). During that time, the pt reportedly noticed that the subject meter would not turn on. The pt alleged that she was unable to remove the battery compartment cover in order to replace the batteries. The cca noted that the customer was unable to verify the serial number. Approx, 3 or 4 days after the reported issue, the pt reportedly experienced symptoms of "shaking and a drop in blood sugar." The pt reportedly took no diabetes treatment actions following the issue and did not receive/require any medical treatment or intervention for the diabetes. Replacement products were sent to the pt. Based on the provided info, this complaint is being reported because the pt allegedly developed symptoms that can be associated with hypoglycemia, after the alleged issue began. In addition, the reported issue was unresolved.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.